Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the photometry control (pcb) board was defective. In addition, the fse indicated the alignment of the incubator wheel unit was off. The fse also indicated the elbow on exhausted side for the vacuum pump was broken. The fse replaced multiple parts including the photometry control pcb board, the elbow and tubing and realigned the incubator wheel unit to resolve the issue. The fse then performed quality control and passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results and quality control on their au5800 clinical chemistry analyzer. The customer did not provide the affected chemistries. The customer did not release the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.